Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states that insulin pump had dropped prior to alarm and drive support cap was sticking out. Customer's blood glucose was 10.3 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.